Event description:
I had a vaginal product put in my body due to a cystocele/rectocele and stress incontinence. After 8 weeks of recovery time, the device began to erode through the vaginal wall. My md cut the excess off and we chose to treat it with estrogen cream for 8 weeks. I was no better and was experiencing significant pain. I was told then that I would need another surgery to trim and retuck the mesh. Six weeks later, the mesh eroded through again. My doctor was stunned, said this had never happened. It is very rare that the second surgery wouldn't fix it. He referred me to a urogynecologist. Over the next year, I had become very ill with gastrointestinal issues, had my gallbladder out and had on going tests for my multiple medical problems. The vaginal pain has gotten much worse and I believe many of my symptoms are related to this mesh inside me. My husband just wants this stuff out of me. I have just started reading about all this and realize it isn't that easy. I see the urogynecologist in 5 weeks. I am on a wait list to get in sooner though. I wish I would have had the time to fit it all in. Maybe I wouldn't feel so yucky today. Diagnosis or reason for use: pelvic organ prolapse. Stress urinary incontinence.